Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-01736, 2134265-2014-01697. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During preparation, the image appeared but when the pullback function was activated it was unable to perform automatic pullback. The procedure was completed by changing to another of the same device. No patient complications were reported and the patients' status is good.